Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('essure was so deteriorated that when they removed it, it was splitting in pieces, it fell apart') and pelvic pain ('pains') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complicated intervention lasted 6 hours" and device use issue "before the insertion of essure, the gynecologist told her that it was reversible". The patient's medical history included cyst. Concurrent conditions included nulli gravida. Family history included breast cancer. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria disability and medically significant), pelvic pain (seriousness criterion intervention required), abdominal pain lower ("tugging, spasms, cramps"), genital haemorrhage ("she suffered the first haemorrhages / from the first day, she started bleeding"), menstruation irregular ("super irregular menstruation"), device expulsion ("the metal moves around and has ended up in the uterus"), abdominal pain upper ("stomach pains"), alopecia ("hair loss"), fatigue ("fatigue"), emotional disorder ("emotional aftereffects") and complication of device removal ("after the operation a piece remained in the right uterine horn") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, genital haemorrhage, menstruation irregular, device expulsion, abdominal pain upper, alopecia, fatigue, weight decreased, emotional disorder and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, complication of device removal, device breakage, device expulsion, emotional disorder, fatigue, genital haemorrhage, menstruation irregular, pelvic pain and weight decreased to be related to essure. The reporter commented: before essure insertion, the gynecologist told me that it was less invasive, that it did not require tubal ligation, and that it was reversible, and when I wanted, he could remove it so could have a family. She had no children when the essure was inserted and the most terrible thing is that because of that negligent prescription she can never have them. The metal moves around and has ended up in the uterus. It would be a high-risk pregnancy. Although doctors have recommended that she have her uterus removed, she confesses that she is not ready for a second operation now, but knows that in the future she will have to do so to improve her health. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('essure was so deteriorated that when they removed it, it was splitting in pieces, it fell apart') and pelvic pain ('pains') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "before the insertion of essure, the gynecologist told her that it was reversible". The patient's medical history included cyst. Concurrent conditions included nulli gravida. Family history included breast cancer. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria disability and medically significant), pelvic pain (seriousness criterion intervention required), abdominal pain lower ("tugging, spasms, cramps"), genital haemorrhage ("she suffered the first haemorrhages / from the first day, she started bleeding"), menstruation irregular ("super irregular menstruation"), device expulsion ("the metal moves around and has ended up in the uterus"), abdominal pain upper ("stomach pains"), alopecia ("hair loss"), fatigue ("fatigue"), emotional disorder ("emotional aftereffects"), complication of device removal ("complicated intervention lasted 6 hours") and contraceptive device removal incomplete ("after the operation a piece remained in the right uterine horn") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, genital haemorrhage, menstruation irregular, device expulsion, abdominal pain upper, alopecia, fatigue, weight decreased, emotional disorder, complication of device removal and contraceptive device removal incomplete outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, complication of device removal, device breakage, device expulsion, emotional disorder, fatigue, genital haemorrhage, menstruation irregular, pelvic pain, weight decreased and contraceptive device removal incomplete to be related to essure. The reporter commented: before essure insertion, the gynecologist told me that it was less invasive, that it did not require tubal ligation, and that it was reversible, and when I wanted, he could remove it so could have a family. She had no children when the essure was inserted and the most terrible thing is that because of that negligent prescription she can never have them. The metal moves around and has ended up in the uterus. It would be a high-risk pregnancy. Although doctors have recommended that she have her uterus removed, she confesses that she is not ready for a second operation now, but knows that in the future she will have to do so to improve her health. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.